Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass, a missing display window, a cracked case at the display window corners, a broken belt clip slot, and a broken reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump screen was missing and smashed after it was crushed by the car door. The blood glucose reading was 137 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.